Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to recurrent ventricular tachycardia storm. The patient experienced cardiogenic shock on (B)(6) 2017 and required venous arterial extracorporeal membrane oxygenation (va ECMO) during admission, the patient began to experience gastrointestinal bleeding. No further information was reported.

Manufacturer narrative:
Section a4: additional information. Section a2: correction. Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding issues, as well as a direct correlation to heartmate ii lvas could not be conclusively determined through this evaluation. The patient was admitted for vt and cardiogenic shock on (B)(6) 2017, which was prior to device implant on (B)(6) 2017, and will therefore not be addressed in this investigation. This investigation addresses only the reported gi bleeding issues on an unspecified date as it is unclear if the onset of the issues was prior to or post implant. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further related complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.